Event description:
It was reported that the suction button is sticking leading to excess suction and loss of pneumoperitoneal.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.